Event description:
It was reported via repair work order that the nurse call communication cord jack screw was damaged on the headwall board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.